Event description:
Additional information received reported that a second lead had been placed during the patient's (B)(6) revision. The patient still did not experience any relief. The patient asked her hcp about another lead placement and the hcp stated that he would not be confident placing another lead. The patient wanted information about explant options. It was noted that the patient's trial procedure went very well.

Event description:
It was reported that the patient experienced a lack of therapeutic effect and had her lead replaced. The patient continued to experience a lack of effect after the replacement. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v854284, implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product typ lead product ID 3889-28, lot# v913870, implanted: 2012 (B)(6), explanted: na. Product typ lead product ID 3037. Serial# (B)(4). Product typ programmer. (B)(4).